Event description:
Customer reported there was a constant tone on his insulin pump. The customer's blood glucose was 118 mg/dl. The customer stated replacing the battery restored the insulin pump's function. It was found the customer's insulin pump passed the self test. Customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)